Manufacturer narrative:
Additional information received pc only. Vial access adapter in winrevair will not allow medication to go through with proper set up. Return box sent for pt to return defective part. No further details provided. Phone # not working. Mnsc spoke to patient on (B)(6): "the patient was able to inject water into vial #1 but could not inject water into vial #2. He believes that the vial #2 adaptor might have been the issue because he tried using vial #1 adaptor to mix the second vial and he was then able to inject water into the vial #2. The patient was able to get the proper dose from using one adaptor to mix both vials. Sample can not be returned to merck because he discarded the vials and syringe and already returned the adaptor to accredo. No further information provided. No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Additional information received pc only. Vial access adapter in winrevair will not allow medication to go through with proper set up. Return box sent for pt to return defective part. No further details provided. Phone # not working. Mnsc spoke to patient on (B)(6): "the patient was able to inject water into vial #1 but could not inject water into vial #2. He believes that the vial #2 adaptor might have been the issue because he tried using vial #1 adaptor to mix the second vial and he was then able to inject water into the vial#2. The patient was able to get the proper dose from using one adaptor to mix both vials. Sample can not be returned to merck because he discarded the vials and syringe and already returned the adaptor to accredo. No further information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot # 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd smartsite 13mm vial access device had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that, vial adapter potential short shot.